Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item listed, stripped a thread during use during an operation. The thread that was stripped was removed from the patient. Was surgery delayed due to the reported event? No, action taken when event occurred? Stripped piece of metal was removed from patient and confirmed with instrument as only piece missing. Was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/outcome/consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown.

Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination of the device revealed that the initial thread of the driver shaft was torn. The damage does not extend past the first rotation of the thread. There was no other damage found to the driver shaft. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn thread of the driver shaft cannot be determined. Noted damage suggests that inadvertently cross threading of the driver shaft occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.